Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. The field service engineer confirmed customer resolved the issue by rebooting the station. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed and caused delay in treatment. The customer added that the user was not able to remove the atiban narcotic medication to the patient. However, there were no adverse events or injuries reported based on this event.